Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years and six months of post deployment, the patient presented with abdominal pain. A computerized tomography-abdomen/pelvis was revealed that an inferior vena cava filter below the position. The filter was tilted anteriorly with its apex lying on the wall of the inferior vena cava possibly embedded in it. The filter struts had penetrated through the wall of the inferior vena cava into the mesenteric fat. One strut penetrated the anterior cortex of a lumbar vertebra with associated chronic reactive changes. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated the anterior cortex of a lumbar vertebra. The detached strut retained in body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.